Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd sars-cov-2 reagents for bd max¿ system produced a false positive result for the n1 target. Repeat testing was performed with all results coming back negative, which were reported to clinicians. There was no report of patient impact. This complaint was created to capture the 1st of 2 related incidents. Eua#: (B)(4). The following information was provided by the initial reporter: "customer alleges false positive results for n1 target with repeat-negative test results." "Increase in number of samples testing as n1 positive with n2 being negative and the n1 CT 475/520 number is 34. When repeating three of these last week on two of our other platforms and one again tonight on a fourth platform, all four of these repeats repeated as negative." "Customer provided sn-ct1526 run#1454-b1,b2,b9 as an example: b1: repeated negative on cobas; b2: repeated negative on cobas: b9: repeated negative on cepheid. Customer provided sn-(B)(4) run#1401-a11 as an example: repeated negative. Unknown platform. Positivity rate report shows (B)(4): 15.76% n1 positive rate. Positivity rate report shows (B)(4): 12.35% n1 positive rate". "Final results reported to clinician: negative. Adverse effect on patient, if any: delayed results & requests to repeat testing treatment or medications received by the patient, if any: unknown". Sn-ct1521: em run came back rnasep positive for one area. Sn-ct1526: em run came back negative for all targets. However, customer added 4 known negative samples and one sample a12 resulted as n1 positive. This sample was initially tested on cobas or the panther instrument. "A12 (positive n1) initial was negative on cobas or panther; CT value 35".

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref 44500301) lot 1146530 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1146530 was manufactured according to specifications and met performance requirements. Customer complained about positive n1 target results with the bd sars-cov-2 reagents for bd max¿ system kit, that gave negative results when repeated with other assays (cobas, cepheid or/and hologic panther). The customer provided one runs #1454 from instrument (B)(4) and databases from instruments (B)(4) for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Analysis of both databases showed that the rate of n1 positive results varied in time but remained near 1% until september 2021 where it increased to a rate of 7.7 % on (B)(4) and 8.7% on (B)(4). Manual pcr curve adjudication was conducted on n1 positive samples from august and september 2021. All pcr curves of n1 positive results look like late and low amplifications for n1 target without anomaly, indicative of true positive results. No amplification of n2 target was observed. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves is a conservative assessment of the data. Customer also mentioned discrepant results between bd sars-cov-2 and other methods (genexpert by cepheid, cobas and panther fusion). It must be noted that these 3 other assays do not detect the n1 target. Therefore, with these assays, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents. Moreover, limit of detection can vary between different assays. Finally, the complaint text mentioned that following environmental monitoring, extensive cleaning and decontamination, no other issue occurred. Based on investigation, the suspected root cause for the customer's increase in positive n1 results is contamination at the customer's site. No reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 reagents lot 1146530. The root cause was not identified. However, a contamination issue at the customer site possibly explains the discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2, the bd sars-cov-2 reagents for bd max¿ system produced a false positive result for the n1 target. Repeat testing was performed with all results coming back negative, which were reported to clinicians. There was no report of patient impact. This complaint was created to capture the 1st of 2 related incidents. Eua#: (B)(4). The following information was provided by the initial reporter: "customer alleges false positive results for n1 target with repeat-negative test results." "Increase in number of samples testing as n1 positive with n2 being negative and the n1 CT 475/520 number is >34. When repeating three of these last week on two of our other platforms and one again tonight on a fourth platform, all four of these repeats repeated as negative." "Customer provided (B)(4) run#1454-b1,b2,b9 as an example: b1: repeated negative on cobas; b2: repeated negative on cobas: b9: repeated negative on cepheid. Customer provided (B)(4) run#1401-a11 as an example: repeated negative. Unknown platform. Positivity rate report shows (B)(4): 15.76% n1 positive rate. Positivity rate report shows (B)(4): 12.35% n1 positive rate". "Final results reported to clinician: negative. Adverse effect on patient, if any: delayed results & requests to repeat testing. Treatment or medications received by the patient, if any: unknown". (B)(4): em run came back rnasep positive for one area. (B)(4): em run came back negative for all targets. However, customer added 4 known negative samples and one sample a12 resulted as n1 positive. This sample was initially tested on cobas or the panther instrument. "A12 (positive n1) initial was negative on cobas or panther; CT value >35".